Event description:
A (B)(6) year old healthy female reports feeling dizzy, light headed, sore throat, headache, joint pain. Suspect prolonged mask use in elementary school setting. Face coverings such as masks are causing negative side effects in children who wear them. Face masks due to (B)(6) mandate. FDA safety report ID # (B)(4).